Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure in tricuspid position. It was reported that on post-operative day (pod)49, the patient was admitted due to hydropic decompensation due to high gradient of the evoque valve observed on echo. A CT was done, which revealed intracardiac thrombi in the right ventricle. Antithrombotic therapy was adjusted, and the patient received apixaban 2.5 mg twice daily and marcumar 3mg according to inr status until inr is greater than 2. The patient left the clinic five days after admission against medical recommendation.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, b7, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Additional information received stated that no further action is planned at the moment, and no central valve regurgitation was present.